Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the left ventricular (lv) lead was inserted into a short, lateral vein due to difficult patient anatomy. The lv lead partially dislodged during the implant procedure due to patient anatomy and the pacing threshold increased. The implant procedure was abandoned due to patient conditions and bleeding at the access site. The bleeding at the access was due to the patient's anticoagulant therapy. Two days later, the lv lead was explanted and replaced to resolve the event and the patient was stable.